Event description:
Surgeon believed that the pt may have had a reaction to bone cement. He then reported that the pain from the fracture never subsided, and that f/u imaging has shown progressive failure of the augmented vertebral body and erosion into the adjacent vertebrae. MRI looks like infection, but crp is in normal range. Pain is currently improving slightly and may settle, however, it could require anterior revision surgery.

Manufacturer narrative:
Images were not returned for eval. Event as reported does not indicate the pt's current problems are a reaction to the depuy spine prod. No connection can be made at this time between the pt condition and the use of confidence system.